Manufacturer narrative:
Concomitant medical products: product ID: enlw1616c120ee, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during the index procedure, un-scheduled embolization was performed of the lumbar arteries, inferior mesenteric artery, and aneurysm sac due to an unknown reason. This resolved the event. The cause of the event is unknown. No additional clinical sequelae were provided and the patient is fine.